Event description:
Pt requiring general anesthesia via endotracheal tube for 2.5 hr surgery. Et tube was secured with tape for approx 2-2.5 hrs. After surgery, the ett was removed along with the tape which resulted in a severe skin redness/breakdown which eventually developed large scab areas along the taped region above the upper lip. Pt required add'l antibiotic treatment. Medical facial soaks, plastic surgery consult along with a prolonged hospitalization as a result of the use of this tape which contains a zinc oxide base.